Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was reproducible by isometrics with no oversensing. Low amplitude was noted as well. Additionally, impedance measurements were found to decrease but still within range. Boston scientific technical services (ts) was consulted and discussed this could likely be the start of an insulation issue. Additional information was received that a revision procedure was performed and this lead was explanted and replaced. No additional adverse patient effects were reported. This product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was reproducible by isometrics with no oversensing. Low amplitude was noted as well. Additionally, impedance measurements were found to decrease but still within range. Boston scientific technical services (ts) was consulted and discussed this could likely be the start of an insulation issue. Additional information was received that a revision procedure was performed and this lead was explanted and replaced. No additional adverse patient effects were reported. This product has been received for analysis.